Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm in 2014. On (B)(6) 2018, patient was brought in and a graft was placed fix and endoleak type iiib captured in a separate report. The patient left the room with leak fixed and good flow. Approximately two (2) hours later, the patient experienced a cold left leg. He was taken back to cathlab and angio jet was used to unclot the left limb. The patient again experienced coldness in the left leg, the physician elected to perform a fem/fem. The patient is reported to be doing well and walking.